Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when trying to unlock the pump she is pressing the correct key, but the screen will not unlock. Customer's current blood glucose was not given. Customer stated that will be calling her educator first and then will call medtronic back. Insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Missing segments/partial display not confirmed. (B)(4).